Manufacturer narrative:
The product is in possession of the hospital. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency room due to syncope. The patient's heart rate was noted to be in the 20 beats per minute (bpm) range. Upon interrogation with a programmer, it was noted that the pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Additionally, the rv lead exhibited high threshold measurements. Review of stored device memory noted that the pacing impedance measurements appeared to have abruptly increased approximately one year, 4 months ago. It was suspected the patient had been lost to follow up. During the interrogation, an out of range telemetry noise message was observed on the programmer. It was noted that the patient had moved the programmer wand. Device outputs were increased all the way to maximum outputs, however, the patient heart rate did not increase and no pacing spikes were noted upon monitoring. The patient was admitted to the hospital and an invasive procedure was performed. An x-ray was performed and noted that the ra and rv leads were fractured near the entry point to the vein. The pacemaker was explanted and replaced and the ra and rv leads were surgically abandoned and replaced. No additional adverse patient effects were reported.